Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's current blood glucose was 400 mg/dl. Customer stated they did not experienced symptoms related to high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump was under delivering due to high blood glucose and no delivery. The insulin pump will not be returned for analysis.